Event description:
The customer reported low blood glucose. Troubleshooting was performed. Insulin concentration was correct. The customer stated that she was treated by paramedics. She mentioned that the pump is working fine. The customer suspected that she migh have given too much insulin for snack in the morning.